Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd a trial scs system, including a percutaneous lead, on (B)(6) 2010. On (B)(6) 2010, the pt reportedly presented to the emergency room complaining of intense back pain and numbness in her right foot. The pt was admitted to the neurological intensive care unit. The lead was explanted and not replaced. The next day, the pt was taken back to surgery as a blood clot had formed post-operative. The explanted lead was discarded by the facility. F/u on the pt found that she is doing well and the numbness is reportedly dissipating.